Event description:
Per the clinic, the patient experienced a loss of connection to the internal device and extrusion of the internal magnet. Subsequently, the patient underwent surgery on (B)(6) 2024 to have the internal magnet replaced, however it was observed during the procedure that the silicone in the magnet pocket was damaged leading to the decision to have the implant explanted. The patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on december 27, 2024, was filed inadvertently. No extrusion of the internal magnet has occurred. Per the clinic, the patient experienced a magnet dislodgement (specific date not reported). Device analysis indicated device failure. Device analysis report attached.